Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer¿s blood glucose level was unknown. The customer reported that the error recurred within one week of troubleshooting previous occurrence. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.